Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced pain and pneumoperitoneum. The pain was experienced while initiating apd therapy and throughout the apd therapy session. It was reported that the pain started about 12:00 at night when the patient first connected to the device and during the first infusion the pain started in the right shoulder. The pain lasted all night and was in both shoulders and the epigastrium. The pain persisted the next day, however, it improved and at about 2 p.m., the patient was recovered from the event. The following day, the patient had some mild discomfort. On an unreported date, the patient was hospitalized for the event. It was reported that the symptoms improved without any medical intervention. At the time of this report, the patient remained hospitalized for observation. It was reported that while performing the apd therapy, there were no leaks or connection problems noted and no indication of a machine malfunction. The priming was performed without any incidence. The patient stated that ¿the priming line contained some liquid.¿ it was reported that the patient had to end therapy early after 100 ml had been administered in the last fill due to a check patient line alarm. The therapy was completed manually. No additional information is available.